Event description:
Programming history was reviewed in depth for the generator. There were no unexpected changes in battery life. There was no data from the time of the reported premature battery depletion. No anomalies were seen. No additional or relevant information has been received to date.

Manufacturer narrative:
Describe event or problem; corrected data; supplemental MDR #1 incorrectly did not assess that prematurely battery depletion was confirmed invalid.

Event description:
Information was received that the physician is at a different address. Programming history was reviewed, and it shows that the device is using about 10% battery capacity every three months. The battery depletion reaching the 25% indicator is not unexpected given the patient¿s previous battery depletion. No anomalies were seen. No further relevant information has been received to date.

Event description:
It was reported that the patient¿s generator was depleting more quickly than expected. The generator had been implanted for nineteen months and the battery was at 11-25%. Device history records were reviewed. The generator was not laser routed, and would not be susceptible to premature battery depletion due to laser routing. The patient¿s generator was replaced due to prophylactic replacement. The generator has not been returned to livanova to date. No additional information has been received.